Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of pump errors from the insulin pump. The customer's blood glucose reading was 19 mmol/l. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 68 was noted during testing. The formatted history file confirmed the pump error 53 line number 18710 file ID 18555, line number 58768 file ID 58768, line number 0 file id19, and pump error 4. Unable to determine the root cause. The pump was received with a scratched case, a scratched keypad overlay, a pillowing keypad overlay, and minor scratched lcd window.